Manufacturer narrative:
No patient was involved with the event. Manufacturer's investigation conclusion: the reported event of a damaged screen and deformed pins within the memory card reader were confirmed with the evaluation of the returned system monitor (serial # (B)(4)). Visual inspection of the returned unit revealed the screen has several fractures consistent with a sudden impact. Also noted, the pins within the memory card slot assembly were deformed, which prevented the ability to insert a memory card. The damage parts were replaced. Performed the full functional checkout, which the unit passed all tests. The unit was returned to the customer site. The analysis could not determine a root cause that attributed to the deformed pins within the memory card slot assembly. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate ii system monitor (serial # (B)(4)) was shipped to the customer on (B)(6) 2009. IFU power module (section 2.5) states if the system monitor does not work properly, call technical service department. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor screen was cracked. The system monitor was returned for analysis. During analysis, deformed pins within the memory card slot assembly were observed. The main board assembly was replaced. No additional information was provided.